Event description:
The following has been reported: "customer reported after the pumps last use, it could not be powered off via the power button, etc. It kept sounding a continuous high-pitched "beep". I was able to finally silence it by removing the battery. Even then, it would beep, once every second, until the battery was hooked back up. After a few other steps, I was able to get the unit to silence. But it will not power off. It stays on the "!!! Install set" screen. I have included screen shots of the errors that have displayed. I'm unsure if this unit is worth sending in for repair. No adverse events/injuries reported" fk USA (lake zurich) confirmed customer reported issue; found it was caused by a defective key pad. Reporting as a conservative measure due to the referenced issues. There were no reports of an adverse event. More information is needed to complete the investigation.